Event description:
Philips received a complaint on a careevent indicating a connection error in all telemetry, connection error also comes out in the control panel. It seems that everything is down. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed and it was stated that services are restarted at the careevent. The customer was to instruct the user to checked to make sure everything is working correctly. Based on the information available through remote trouble shooting, it was determined that the product has malfunctioned; however, the cause of the issue is unknown. The issue was resolved by restarting the device. A review of the service history for this device shows the problem has not been reported again for this device.